Event description:
It was reported by the sales rep that when the device was used in a gastrectomy procedure, malformed staples occurred. A re-operation was needed about one week after the original procedure. The case was completed by hand suturing. The device was discarded.